Event description:
It was reported that a user experienced elevated glucose readings of 239 mg/dl after performing a factory reset on the ilet and sought guidance on meal announcing; the user was advised to keep meals consistent for several days while the ilet relearns and was transferred to the clinical management team. Symptoms included hyperglycemia. Outcomes included no hospitalization and no reported injury. Investigation included troubleshooting and education provided by support, with no device alerts or alarms reported. Investigation of this case revealed no confirmed device malfunction or component failure and no software or alarm issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.